Event description:
It was reported that a guidewire tip separation occurred. During a percutaneous transluminal angioplasty (pta) procedure, a v-18 control wire was used below the knee. The artery was strongly calcified. While removing the wire during the procedure, resistance was encountered. The angio showed that a small piece from the cover of the tip was left in the distal collateral artery. The vessel was still occluded as before and the small piece was in the occlusion, so there was no harm to the patient. The guidewire was removed. The procedure was completed with another of the same device. There were no further patient complications and the patient's condition is stable.

Manufacturer narrative:
Date of birth: 1945. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the device has the distal tip detached. Overall length was measured and was found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a guidewire tip separation occurred. During a percutaneous transluminal angioplasty (pta) procedure, a v-18 control wire was used below the knee. The artery was strongly calcified. While removing the wire during the procedure, resistance was encountered. The angio showed that a small piece from the cover of the tip was left in the distal collateral artery. The vessel was still occluded as before and the small piece was in the occlusion, so there was no harm to the patient. The guidewire was removed. The procedure was completed with another of the same device. There were no further patient complications and the patient's condition is stable.